Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). When inquired about the cause of the paresthesia in the patient's right chest wall over the stimulator, it was reported that the clinical site indicated that it was due to programming. No further complications were reported/anticipated.

Event description:
The healthcare provider (hcp) of a clinical study reported paresthesias in right chest wall over stimulator at (B)(6) 2016 visit so stimulation was switched from monopolar to bipolar on (B)(6) 2016. The event was ongoing and assessed as related to programming and ¿possibly¿ related to the device or therapy but not the procedure. Indications for use included movement disorder and parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.